Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator/monitor is unable to start. There was no reported patient involvement.

Manufacturer narrative:
Available details indicate that the device is unable to start. The customer declined repair and service. No parts replaced and no service performed. Device remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The customer has declined any further service or repairs. It has been concluded that no further action is required at this time.